Manufacturer narrative:
Outcomes attributed to adverse event: retention/catheterization medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that on (B)(6) 2016 the patient stated that they was not able to urinate as they had been before, and that seemed to be getting worse. Patient had not changed her program from program 1. It was confirmed to be related to the device. The patient was asked to trial each program for a week to see if one works better. On (B)(6) 2016 the issue was resolved.  On (B)(6) 2017 the patient stated they were having trouble over about the past 6 weeks. They could feel the stimulation vaginally. They had not had any other new interval changes in their life. Device interrogation/device data performed. Device was functioning appropriately. It was indicated that it was possibly related to the device. The patient was reprogrammed by putting them on a cycling setting and changed their rate. They did this on each program. The issue was resolved on (B)(6) 2017. On (B)(6) 2018 the patient called and stated that they had been self cathing all weekend and that they didn't think the device was working. On (B)(6) 2018 the patient went into the doctor's office for reprogramming and exam after pocket revision, so their settings were put back to the original settings. The patient wanted their original programs, pre pocket revision back on their device. It was indicated that this was possibly related to the device. The issue was resolved on (B)(6) 2019. On (B)(6) 2019 the patient stated that what happened over the weekend was that they were refinishing some windows. A gust of wind caught a large d ouble hung window, which hit them in the back exactly at the site of their interstim pocket and in the midline. They stated that it was severe enough that it dropped them to their knees. They continued to be able to feel stimulation, but almost immediately after the window hit them, they went back into retention. Overall the device seemed to be still functioning at least from the perspective of impedances. They do not know that there was really anything "wrong" with the device per se. There was no sign of any ecchymosis or bruising. The site of their sacral incision looked normal. They could push really pretty deeply throughout the whole area of their low back without reproducing tenderness. The device was interrogated and device data collected. Their device still seemed to be functioning from the perspective of impedances. The doctor does not believe that the return of retention is due to the device as they indicated it was not related. The issue was resolved as of (B)(6) 2019.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep indicated that the patient has a history self-cathing prior to having the device.